Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. The connection issue occurred between the transfer set and the extraneal bag further described as ¿problems related to spike the bag with the transfer set¿. Subsequently, the patient experienced peritonitis. The same day the patient was treated with vancomycin 1 gram, 2 times (route and duration not reported), amikacin 300 mg (route and frequency not reported) and ceftazidime 1 gram, 3 times (route not reported). The cause of the peritonitis was due to the connection issue between the transfer set and the solution bag. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.